Manufacturer narrative:
The insulin pump passed functional test including self test, displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The audio/beep tone was functioning properly during testing. The insulin pump passed the delivery accuracy test. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 577 mg/dl at the time of incident. The customer stated that they were given insulin to treat the blood glucose. The customer also reported that they were hospitalized again with high blood glucose of 566 mg/dl. The customer reported that they were not hearing the alerts. The customer's blood glucose was 269 mg/dl at the time of call. The customer performed self test and stated that the insulin pump was beeping very faintly. The insulin pump was returned for analysis.